Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Field service engineer (fse) checked the device, cutting depths, flap thickness all were within specifications. Energy and all other values were stable. Device met specification. Company clinical training manager reviewed the pictures. It could be seen that the flaps were too thin. The milky layer indicated the bowman membrane. Furthermore, it could be seen that there was too much fluid on the eyes (bubbles around the interface).the extra fluid between the eye and patient interface mean that the flap got thinner. Clinical applications specialist attended surgery day without any abnormalities. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported lasik flap creation was unsuccessful. The laser worked initially without problems. During laser ablation, the lower area of the bed cut suddenly changed appearance towards six o'clock. Arising air bubbles were noted and appearance was dense and milky in that lower area. Approximately one third of the flap could not be opened. The treatment was abrogated. The flap could be repositioned. Patient impact is unknown at this time.

Event description:
Additional information was received. In the right eye there were several sickle-shaped adherence spots in the lower third. Additional topical steroids were used and the patient reports visual halos. Further treatment is planned but not completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).